Manufacturer narrative:
Expiration date: 04/2004. Device manufacture date: 04/2002. Concomitant medical product: model: 3608, scs ipg. Therapy date: unknown. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving ineffective therapy. As a result, she plans to undergo surgical intervention. Note: the implant date of the reported device is unknown at this time.